Manufacturer narrative:
The account found the foot brake casters are worn and the roll pin for the brake pedal broken. The account replaced the foot brake casters and the roll pin for the brake pedal to resolve the issue.

Event description:
Account alleged that the brake casters are not holding. No pt impact.